Manufacturer narrative:
Photos were provided to the manufacturer. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation is currently underway.

Event description:
It was reported that some time post catheter placement, the catheter was allegedly unable to be aspirated. Reportedly, the catheter was removed and damage was identified on the catheter near the cuff. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot number was not provided. Therefore a device history records review could not be performed. Investigation summary: one 23cm soft-cell d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Three electronic photos were also provided for review. The investigation is unconfirmed for catheter damage and aspiration issues related to the catheter, as no damage to the catheter tubing was identified from the evaluations. Both lumens were patent to infusion and aspiration with no leaks noted. No anomalies were noted during functional testing. A definitive root cause could not be determined, as the reported event could not be reproduced in the lab and no damage or leaks in the catheter tubing were identified during the investigation. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post catheter placement, the catheter was allegedly unable to be aspirated. Reportedly, the catheter was removed and damage was identified on the catheter near the cuff. There was no reported patient injury.